Event description:
Healthcare professional reported right side capsular contracture baker grade IV, rupture, fluid around the device, and calcification. The device has been explanted.

Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, seroma, capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, "rupture" and exchange from textured to smooth due to the patient's concern with the product. Healthcare professional later reported baker grade IV. Healthcare professional additionally reported "fluid around the device" and "extensive calcifications around implant". Healthcare professional later reported "cut to empty saline - circled". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation. Based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Calcification: observed, white particles calcification-like on the device. Deflation and use error: observed one opening assessed as surgical damage per rga. Anxiety-product/procedure: unable to observe since it is not related to the device.